Event description:
It was reported that balloon rupture occurred. Patient underwent a percutaneous transluminal angioplasty procedure. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified upper arm. A 5.00mm / 2.0cm / 90cm 2cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon ruptured on the second inflation at 10 atmospheres for 20 seconds. The device was removed and replaced for a different model to compete the procedure. There were no patient complications reported.